Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the device was fully fired. The device was received with the shipping wedge not attached. The shipping wedge displayed a damaged insert. The device was loaded into a post market vigilance instrument (0193) for functional testing. The device was then cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the observed shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the sulu channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / lobectomy procedure. For the first firing, connected the reload to the manual stapling handle, and checked the jaws for opening and closing. The surgeon fired the device and removed the device from the tissue, however, two pieces of yellow foreign material were left in the surgical field. At the specimen side, the yellow foreign material was left under the staplers. The surgeon excised the specimen and thus retrieved the yellow foreign material from the cavity. At the patient side, the surgeon retrieved the yellow foreign material on the staple line by forceps. There was no patient harm. The status of the patient is no problem.